Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of insulin at work, turned the ilet off due to alerts, then later powered it back on by placing it on the charger and inserted a new insulin cartridge; blood glucose reached 232 mg/dl and remained above range for about 10 hours, and the user planned to change the infusion set if glucose did not decline. Symptoms included hyperglycemia without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer support troubleshooting and user education on power-on procedure and cartridge replacement. Investigation of this case revealed that interruption of insulin delivery due to depleted insulin and device shutdown led to hyperglycemia, with no device malfunction reproduced after restart and cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy.